Manufacturer narrative:
The complaint sample was not returned to viant for evaluation, thus the reported event is non-verifiable. If the complaint sample is returned to viant, it will be evaluated and a supplemental medwatch 3500a emdr will be submitted accordingly. Unknown as the lot number was not provided by the distributor. Report source: complaint information received from distributor, (B)(4).

Event description:
It was reported that the ratchet for tightening the handle broke off. No adverse events nor patient consequence were reported as a result of the malfunction.